Manufacturer narrative:
Product ID 977a260, lot#, serial# (B)(4), implanted: 2018 (B)(6), explanted, product type lead. Product ID 977a260, lot#, serial# (B)(4), implanted: 2018 (B)(6), explanted, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#:(B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pt states he has fallen several times but about a month ago he states he fell and started to notice a difference in relief. Pt states he was no longer getting same relief as before the fall. The healthcare provider (hcp) ordered x-ray as pt stated he was getting some rib and groin stim which was new. Did an impedance check. Lead 0-7 had a possible open contact (0). Contact (0) was not being used. In the x-ray it looks as if the right lead did move down several contact.  Used lead 8-15 to reprogram on an hd setting. Rep gave pt 3 hd programs to try. The issue was resolved.